Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that after the products were replaced the patient was doing well. It was noted that the impedances were either high or not measurable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a consultation in (B)(6) 2012 noted neuropathic pain.

Manufacturer narrative:
Concomitant medical products: product ID 3587a, serial# unknown, explanted: (B)(6) 2012. Product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a "loss of stimulation/therapeutic effect." After "change" of the lead, it was noted that the patient felt "normal bis stimulation." It was stated that there was a lead "fracture." A supplemental report will be filed, shall additional information become available.